Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that five days post implant of this transcatheter bioprosthetic valve, the patient was noted with second degree av block and the following day with bradycardia that was treated with temporary pacing. The patient was asymptomatic subsequently, a permanent pacemaker was implanted nine days post implant without any issues. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.